Event description:
Reportedly, during a follow-up dated (B)(6) 2018, an episode from (B)(6) 2018 was observed. This episode started as a slow ventricular tachycardia that could be conducted atrial fibrillation. The rhythm accelerated and atp therapy was delivered. Shortly after, a marker of ventricular tachycardia with long cycle search (vtlc) was observed, followed by a marker of ventricular fibrillation (vf) and no shock was delivered.

Manufacturer narrative:
Analysis report has been corrected in order to better explain the results of the investigation.

Event description:
Reportedly, during a follow-up dated 20 november 2018, an episode from 29 september 2018 was observed. This episode started as a slow ventricular tachycardia that could be conducted atrial fibrillation. The rhythm accelerated and atp therapy was delivered. Shortly after, a marker of ventricular tachycardia with long cycle search (vtlc) was observed, followed by a marker of ventricular fibrillation (vf) and no shock was delivered.

Event description:
Reportedly, during a follow-up dated 20 november 2018, an episode from (B)(6) 2018 was observed. This episode started as a slow ventricular tachycardia that could be conducted atrial fibrillation. The rhythm accelerated and atp therapy was delivered. Shortly after, a marker of ventricular tachycardia with long cycle search (vtlc) was observed, followed by a marker of ventricular fibrillation (vf) and no shock was delivered.

Manufacturer narrative:
Deep analysis on the battery curve showed an abnormal battery recovery after the battery reforming performed on (B)(6) 2018; which could be at the origin of this long charge time. The root cause of this abnormal recovery could not be clearly identified. The most probable hypothesis is that the several atp therapies delivered prior to this episode, and since the battery reforming of 04 april 2018, impacted the battery behavior. Normal battery behavior was recovered, as it was observed on the last battery reforming performed on (B)(6) 2018. Moreover, the last two shocks performed by the subject device were properly delivered.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, during a follow-up dated (B)(6) 2018, an episode from (B)(6) 2018 was observed. This episode started as a slow ventricular tachycardia that could be conducted atrial fibrillation. The rhythm accelerated and atp therapy was delivered. Shortly after, a marker of ventricular tachycardia with long cycle search (vtlc) was observed, followed by a marker of ventricular fibrillation (vf) and no shock was delivered.